Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging was taken and spinal cord stimulation (scs) lead migration was confirmed and the leads were wrapped around the ipg. It was also stated that the patients implantable pulse generator (ipg) was mobile and moving around the pocket. The patient underwent a procedure wherein the ipg and leads were replaced. The patient was doing well with good coverage postoperatively. The explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).